Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the nozzle was clogged by foreign material. In addition, it was noted, the scope-cylinder had discoloration, the water supply volume did not meet the standard value due to clogging of nozzle, the bending angle in up direction did not meet the standard value due to wear of angle wire and the bending tube was deformed. There were also scratches on the switch box, the switch button 1, the right/left knob, the up/down knob, the plug unit, the scope connector case unit, the plastic distal end cover, the objective lens and the universal cord has a scratch. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope did not pass leakage test during reprocessing. Upon inspection and testing of the returned device, foreign material was discovered clogging the nozzle. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of the clogging of the nozzle caused by insufficient cleaning found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the nozzle was clogged with foreign matter, but the foreing material was unable to be identified. There were no deformations or damage to the nozzle. There were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.